Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
Information was received from the reporting institution via certified mail containing a copy of a user facility medwatch report. No uf/importer report was listed on the report. On the report product problem was checked; required intervention to prevent permanent impairment/damage was checked; date of event: (B)(6) 2010; date of their report: 05/18/2010. Describe event: size 4 shiley trach tube was inserted on (B)(6) 2010, in operating room. Lot 090902012. Trach cuff will not hold air.

Event description:
The lay user/patient contacted lifescan alleging the meter does not power on with test strip. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.